Event description:
It was reported that the buttons were not responding on the customer's insulin pump, following a low reservoir alarm. There were not any significant events recalled leading up to the alarm. It was advised to discontinue use of the pump and revert to a back-up plan. Customer's blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response due to unlocked keypad connector on lcd board. Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.